Event description:
Update (B)(4) 2013: product/lot information.

Manufacturer narrative:
This complaint is still in investigation. Device not returned.

Event description:
Revised a patient due to corail stem being loose proximally and thigh pain.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
The returned products were analysed by (B)(4) which concluded that there was no indication of any preexisting material defect. Primary and secondary metal transfer was noted. Damage was found on the sleeve. Indications for rotation force could not be found. The occurrence of the circular metal transfer is assumed to have been created during extraction of the ball head from the stem. The returned products were then transferred to applied research for visual inspection and geometrical analysis by (B)(4) and (B)(4). The report and x-rays were reviewed by bioengineering in which concluded that from the investigation there appears to have been surgical and patient factors that may have contributed for the need for revision, however with the information available it is not possible to determine the true root cause. The root cause is undetermined. The complaint shall be closed with an undetermined conclusion and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further.